Event description:
It was reported that the patient had coupling issues (0 bars) when using the external recharger. The manufacturer's representative was able to communicate with the implantable neurostimulator (ins) using the patient's programmer and clinician programmer. Follow-up information received reported that the ins was flipped in the pocket. The physician then flipped the device back and the patient was able to charge normally. The recharging instructions were reviewed with the patient/her husband and noted that they understood very well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 39286-68, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 39286-68, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 39286-68, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).